Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4).the investigation identified the returned device was damaged/worn. The noted damage/wear is consistent with device wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. ______________________________________________________________________ the complaint sample consisted of (1) 228752000 lcs fnsh gde sm+ .060 in slots. The date code aa0793b marked on the device indicates this instrument was manufactured in july 1993. Examination of the returned cutting guide identified heavy deformation, scratches, and marring due to heavy usage and servicing during its time in the field. Due to the age and damage observed on the cutting guide, the root cause is attributed to device wear out through heavy use and servicing in the field over an extended period. Based on the root cause determination of device wear out, no broader investigation or corrective action was found to be necessary. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the investigation identified the returned device was damaged/worn. The noted damage/wear is consistent with device wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation identified the returned device was damaged/worn. The noted damage/wear is consistent with device wear out through heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral trial was loose than usual after cutting bone with the a/p resection guide sm+ (p/n: (B)(4)) during the tka surgery on (B)(6) 2019. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. We obtained the investigation request whether size of the a/p resection guide in question was defective originally or not. No further information is available.